Event description:
It was reported that the atrial capture management was not meeting the minimum setting. Follow up is in progress to determine the disposition of the implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial capture management was not meeting the minimum setting. Thr device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).